Event description:
Boston scientific received info that this dextrus atrial lead was exhibiting no impedance measurements and lead dislodgement was confirmed via x-ray. No adverse pt effects were reported. The physician has not determined if a revision procedure will be performed. No other adverse events have been reported. This product issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.